Event description:
"Caller alleged discrepant results compared with the doctor's meter. Results as follows:" date: (B)(6) 2012, inratio: 3.0, doctor's meter: 6.4. Time elapsed between each method of testing is two hours. Patient's therapeutic range is 2.1-2.5.

Manufacturer narrative:
Investigation pending.